Manufacturer narrative:
Date of event is estimated. Additional information was requested but not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was explanted due to ineffective stimulation approximately 7 years ago. Date of explant is unknown.